Manufacturer narrative:
During the hospitalization for the refractory peritonitis the patient passed away due to another indication. Based on the clinical circumstances provided, the cause of the patient's death was attributable to multi-organ failure in conjunction with the patient's significant medical history, which was further complicated by intestinal perforation and peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Telephone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent, fever, and abdominal pain. One day after onset, the patient was hospitalized for the event and the patient began intraperitoneal antibiotic treatment for the peritonitis with vancomycin and ceftazidime (doses and frequencies were not reported). Six days later, the antibiotic treatments were discontinued. The following day, the patient was diagnosed with refractory peritonitis, the patient¿s pd catheter was removed, pd therapy was suspended and the patient was switched to hemodialysis therapy. At the time of this report, the patient remained hospitalized receiving unknown treatment. The patient was not recovered from the event. No additional information is available.